Event description:
Medtronic external ventricular device: crack in the first patient access port which is opening the whole closed system when flushed. This facility has experienced this issue four times. No patient harm reported. Ventricular ii-ventricular drainage catheter, ref #50318, (B)(6).